Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. No lesion or anatomy details are available. The apex push over-the-wire balloon was inflated to nominal pressure, however, it would not fully deflate. It was pulled into the 6f guide catheter and removed. Upon removal, it was noted to be "dogboned". The physician then used another balloon successfully. This same apex balloon was then re-prepped and used again approximately 15-20 minutes later in the same procedure. Again the apex push otw balloon was inflated to nominal pressure, however, it would not completely deflate. Again it was pulled back into the guide catheter and removed successfully, remaining partially inflated "dogboned" upon removal. There was no pt complications, and pt's status was reported as 'ok'. No further info about this event is available.